Event description:
Caller reported that a malfunction occurred on the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided instructions on pump reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappeared.